Event description:
The customer reported to philips healthcare that the heartstart xl paddles required a functional analysis. There was no negative pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.